Manufacturer narrative:
Final analysis found burn marks to the ac power adapter which contributed to the field complaint of power up anomaly.

Event description:
It was reported that the transmitter had been damaged in a lightning strike and failed to power on.